Event description:
It was reported that during a stent placement procedure, the red trigger button allegedly broke off. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned, and the outer part of the safety lock slider was found separated from the inner part of the safety slider at the welding joint. The system was found in activated condition because the user reportedly released the stent outside patient; during testing the stent could be easily further deployed using the wheel at regular/ low force level; a deployment failure cannot be confirmed. Excessive release force must have been present when the user tried to deploy the stent outside patient although the safety slider was broken off and locked. The investigation leads to confirmed result for failure of the safety slider welding joint. There was no damage observed before unboxing. Based on the condition of the returned sample the user could unlock the system when releasing the stent outside patient; high force was felt. Based on the investigation of the provided information, the investigation is closed as confirmed for separation of the safety slider at the welding joint. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'unlock the safety lock slider by pulling it back towards the wheels from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back.', and 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used. Verify that the safety lock slider is still in the locked position'. Furtherly, the instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' The instructions for use further state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length and 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter (...)', and 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the red trigger button allegedly broke off. The procedure was completed using another device. There was no reported patient injury.